Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction was caused by a faulty solenoid and controller board. A field service engineer removed the top cover panel and the matrix control chassis and also replaced the solenoid and controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer locks automatically while the doctor or pharmacy staff logged in during the procedure. The customer reported that they checked out the back of the drawer and determined that a faulty solenoid was the reason that the drawer locked when it was closed. The solenoid does not remain retracted when the drawer is unlocked. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer locks automatically while the doctor or pharmacy staff logged in during the procedure. The customer reported that they checked out the back of the drawer and determined that a faulty solenoid was the reason that the drawer locked when it was closed. The solenoid does not remain retracted when the drawer is unlocked. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-jul-2022 to 11-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was caused by a faulty solenoid and controller board. A field service engineer removed the top cover panel and the matrix control chassis and replaced the solenoid and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The following fields have been updated with additional information: d5 operator of device. Section e - initial reporter information. H6 - investigation codes.